Event description:
It was reported that ever since the patient was implanted, when he drives home, all of a sudden he would feel an increase in stimulation. Eventually it would go back to normal. It always had been that way. It was noted if the patient turned off therapy while he was driving, it would cause an increase in pain and increase in taking pain medications. It was noted the patient experienced a loss of bladder control. Recently, therapy had been affecting the patient¿s bladder. This started early (B)(6) 2014. It took the patient about 3 weeks to figure out that the device affected his bladder. The patient had appointment with health care providers and did some tests. The patient ruled out prostate issues and diabetes. A week after the tests, the patient finally thought maybe it was because he increased his stimulation. It was only at 2.75 volts and he increased it to 2.9 volts ¿or something.¿ if the patient turned up stimulation to get a little bit more relief, it affected his bladder. The patient was instructed by the rep to turn the amplitude down or off to see if that helped. It reportedly helped. The patient was still having urinary problems, but they were not as bad as before. The patient did not know if the bladder problems were related to surgery that he had before and him not having complete control of his leg anyway, or whether his nerves were damaged. The patient also noted he had been really pleased with therapy. He got off of two oral pain medications which had been wonderful for pain in his legs. The patient could not feel the bottom of his feet. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was no other troubleshooting performed. When the patient increased his amplitude it c aused bladder stimulation. It improved when he lowered the amplitude. The patient was going to leave it at a lower setting to improve that.

Manufacturer narrative:
Concomitant product: product ID 977a275, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).